Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.